Event description:
It was reported that the insulin pump alarmed no delivery before an entire infusion set, reservoir and insulin change, and it also alarmed no delivery during a manual prime. The blood glucose reading was 399 mg/dl. Upon troubleshooting, it was found that insulin did exit the tubing with a manual plunger push. The insulin pump was found to be working as designed, and the issue was resolved by an infusion set change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.